Manufacturer narrative:
The event of seroma-late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Device evaluation based on the device analysis grid, the assessments of the complaint are: anxiety/product/procedure: unable to confirm as it is a medical event not related to the device. Silicone migration: unable to confirm as it is a medical event not related to the device. Lymphadenopathy: unable to confirm as it is a medical event not related to the device. Erythema: unable to confirm as it is a medical event not related to the device. Additional observations: crease fold observed. Deformation observed. Wear abrasion observed. White particles on the surface of the shell.

Event description:
Patient also reported having a bia-alcl diagnosis. Healthcare professional reported "large amount of fluid" and swelling.

Event description:
Patient reported right side "pain¿, ¿swelling¿, ¿sticking out¿, ¿out of position¿, ¿redness¿ and exchange of textured breast implants due to the patient¿s concern with the product¿. Later healthcare professional also reported capsular contracture baker grade IV. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV.